Manufacturer narrative:
Per additional information, it was confirmed that when opening the tabletop, he found residue of contamination from some liquid that was spilled on the work surface and entered the mixer and cvib board compartment. The failure was due to a user's carelessness when handling liquids on the work surface. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in system shutdown. There was no patient involvement.